Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, worsened mitral regurgitation, and hospitalization. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (fmr) with grade 3, and a restricted posterior leaflet. A mitraclip xtw was selected for treatment, but after the first grasping attempt at a3/p3, a flail posterior leaflet was noted. After a second grasping attempt at medial a2/p2, a valvular defect at the tip of the clip on the anterior leaflet was observed. After re-evaluation, the clip delivery system (cds) and steerable guide catheter (sgc) were removed. The mr increased to grade 4 and the patient was admitted to the intensive care unit (ICU). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be related to patient morphology/pathology. The reported tissue injury appears to be related to the reported grasping issue and the increase mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.